Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal sample swab. Pcr confirmation testing was performed with a throat and nasopharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Tested the ID now covid-19 retain test kit lot m166091 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No false positive results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m166091 and test base part number 190-430 / lot m166091. During qc release testing 1 false positive result was obtained, which is acceptable per release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.01%. Based on the evidence available, it indicates that the lot performing as indicated in the label statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.